Manufacturer narrative:
The reported issue of failure to recognize the device was not able to be confirmed; however, the physical damage to the monopolar connector was confirmed. As a result of the damage, the device was not able to be activated manually. An additional failure was identified during investigation. Low output was identified on cut 3-5, 9-10 and coag 6-10 and high output was identified on cut 6. This was confirmed by measuring the output twice, with fluke qa-es3 and qa-es2). Due to limited/unavailable parts for the pulsar ii, the cause of the output failure was not able to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated complaint: cut 6 had high output: failure found during analysis; therefore, patient information is not applicable.